Event description:
On february 7, 2007 the lay user/ reporter, the patient's grandmother, contacted lifescan (lfs) alleging the one touch ii meter was 'malfunctioning.' The medical affairs specialist (mas) contacted the reporter to obtain and verify information; however, was unable to reach her by telephone. The mas mailed a letter requesting the patient contact medical affairs. On an unspecified date, the reporter alleged the reported meter 'malfunctioned.' No information was provided as to the specifics of this alleged malfunction. The reporter alleged the patient received 'too much' insulin due to the results obtained on the meter, and he subsequently received emergency medical attention. It would have been helpful to determine the specific issue that occurred with the meter, the date and time of this issue, the date and time of the urgent care visit, the patient's blood glucose readings at that time, the patient's blood glucose readings prior to this event, the dose of insulin taken, the patient's medication/insulin regimen, if he experienced any symptoms of high or low blood glucose levels at that time, what actions the patient took following the use of the meter, his blood glucose level and treatment as provided by the emergency medical staff, his expected blood glucose readings, and if the patient had a backup meter. The reporter alleges the patient took 'too much' insulin and received emergency medical attention. As the reporter provided no further details, lifescan cannot rule out the device contributed to the alleged injury. Therefore, this complaint is being reported as an adverse event. If the mas is able to contact the patient or reporter and obtain further information, this will be forwarded in a supplemental report.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental.